Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with operating procedures and work instructions. Where possible, at least three good faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging are made. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. Endologix was unable to perform a device evaluation as it remains implanted in the patient. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the torus stent movement complaint is unconfirmed. The right limb ischemia, occlusion and reintervention (thrombectomy and angioplasty) complaints are confirmed. This is moderately consistent with the reported adverse event/incident. Device, user, procedure or anatomy relatedness of complaint cannot be determined. No procedure related harms were identified. The patient has a history of significant peripheral arterial/vascular disease. The arterial disease could have contributed to the reported proximal stent movement, however that could not be conclusively determined. The mrsa sepsis and right toe osteomyelitis are non-device related as these were present prior to ptab. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: h6: investigation finding codes - remove code 3233 h6: investigation conclusion codes - remove code 11.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was being treated for peripheral arterial disease (pad) with the implant of detour system torus peripheral stent grafts (psg) on (B)(6) 2024. Reportedly, the patient presented emergently to the hospital on (B)(6) 2025 with cold leg symptoms and an occluded torus psg. Reportedly, the patient said they had been compliant on antithrombotic/anticoagulation regimen; however, per the physician this is unclear. The physician de-clotted the stents with tissue plasminogen activator and aspiration, and extended with a proximal gore (non-endologix) vbx stent due to the proximal torus psg appearing to have dropped down. The procedure was successful, and flow was restored to the distal runoff vessels. The patient is reported to be stable.